Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/23/2013. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a right side deflation. Device has been replaced.